Event description:
Sales rep stated that rhe screw below the spica table was not tightened so the rod was not locked in place. When placing the spica one of the nurses noticed the spica seat had been inserted into the patients rectum roughly 1-1.5 inches. Pediatric gi came to examine the patient and the tear/damage was just on the outside and no internal damage.